Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urgency/incontinence. Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that their therapy had been working fine for their bladder symptoms until about a month ago. The patient stated they were wetting in their underwear every single night and they were getting up and they had like 3 seconds to get to the bathroom. The patient stated they had tried to increase their stimulation but they couldn't go any higher than 0.2 ma and they still felt like they weren't getting to the restroom fast enough. Patient stated that their healthcare provider (hcp) placed the lead in deeper, down by the pelvic bone, so it wouldn't "come out" as it did in their previous system but, patient was worried that the same thing had happened now. Patient services asked the patient if they had any falls or traumas that could have led to their current issue and the patient denied anything like that happening. Patient mentioned additional medical history and noted that they'd had a back surgery a year and a half ago or so where they had 2 vertebrae fused together at the bottom of their back and that they thought that may have had something to do with their current therapy issue but they hadn't talked to their healthcare provider about it yet. Patient services reviewed with the patient a procedure from a year and a half ago was unlikely to have caused the patient's symptom issues that started about a month ago and reviewed device description/function as well as programming considerations and suggested to the patient they might want to try a different program but redirected the patient to follow up with their hcp to discuss their concerns and to check the implanted system. Patient said they weren't familiar with changing programs but they would reach out to their hcp to discuss that. They stated they'd follow up with their hcp and the hcp would page a manufacturer representative (rep) to come and assist. [See (B)(4) for lead issue of previous implant].

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 25-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.